Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The lesion was located in a non-calcified coronary artery. The physician inflated the 12mm x 3.00mm nc quantum apex balloon catheter an unspecified number of times to pre-dilate the lesion. When the nc quantum apex balloon was inflated to 6 atms it was noted that the nc quantum apex balloon pressure was "going down" and a balloon rupture was confirmed. The physician completed the procedure with a different device with no reported patient complications. The patient's status post-procedure is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).